Event description:
It was reported that pump displayed cartridge alarm and customer experienced cartridge issue. There was no adverse impact to the customer¿s blood glucose level. Customer had already loaded new cartridge before calling, was able to resume insulin therapy without further issue, and issue was considered resolved, with no additional information available regarding cartridge lot number.